Event description:
Patient arrived for office visit (B)(6) 2021 with a planned inspection of her equipment. Damage noted to the battery charger's power cord port. Due to this damage there were issues with batteries being charged. Battery charger cable exchanged.